Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had bladder surgery for bladder issues (confirmed not related to device/therapy) by managing hcp for implant. Patient stated when checked implant this morning they received a message that data has been lost. Patient confirmed stimulation was turned off prior to surgery. Patient selected ok and then attempted to connect to implant however received message that all internal data has been lost. Reviewed meaning of message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said will text the local medtronic representative to schedule a reprogramming session. The patient was calling in with an error on their programmer. It is not connecting and says need to call. It says data is lost.